Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation prior to use, the implantable cardioverter defibrillator (ICD) exhibited a gray bar indicating low battery voltage. The ICD was not implanted. There was no patient involvement.